Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the fiber broke and damaged the ureteroscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
There were other physicians mentioned in the complaint: (B)(6). However, there is no confirmation as to who performed the procedure. (B)(4).